Manufacturer narrative:
No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. This complaint was opened to address a reported event of light sensitivity. Light sensitivity is a known potential consequence of refractive laser surgery. The root cause could not be determined conclusively. (B)(4).

Event description:
An optometrist reported a bilateral case of extreme light sensitivity at two weeks post lasik procedure. Patient complained of being very, very light sensitive. Unable to drive at night, or watch tv, and getting worse. Reporter indicated patient was placed on an increased topical steroid eye drop dosage and to taper off dosage within four days. Good monovision result. Upon follow up, the reporter indicated the patient issue has resolved. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.